Event description:
Additional information received reported the patient probably needed to be filled a couple weeks ago.

Event description:
It was reported there was a missed refill. The patient was dismissed by their healthcare provider (hcp) due to missing appointments. The patient's last pump refill was (B)(6) 2012, and the pump low reservoir date was (B)(6) 2012. The patient heard a single beeping from the pump and was planning to visit the emergency room on (B)(6) 2012. The patient was feeling still, but denied being itchy. Patient outcome was not provided. The medication in the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# b002148n66, implanted: 2003 (B)(6), product type catheter. (B)(4).